Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).   Device evaluated by MFR.: synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. One of the central strut segments was lifted on one side and bent in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 05-apr-2018. It was reported that advancing difficulties were encountered. Vascular access was obtained via the radial artery. The concentric, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery. The lesion contained >=90 degrees bend. A 4.00x38mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent was unable to be delivered to the lesion even after few attempts. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable . However, returned device analysis revealed stent damage.